Event description:
It was reported that during a pericardiocentesis procedure, the wire was difficult to remove. The physician was able to remove the wire and the catheter remained in place. Upon removal of the wire, it was noted that the wire had broken. The wire was cut in order to continue.

Manufacturer narrative:
Device evaluation: the suspect device was returned to merit for eval. Visual and x-ray examination were performed and measurements were taken. The customer complaint was confirmed as the proximal end of the wire had been cut. The part of the wire that was returned was found to be within specification dimensionally. A wire from inventory was tested in an attempt to simulate the failure mode. The wire functioned normally when used with the returned catheter. The device history record was reviewed and no specification deviations were noted for this kit. Although, the root cause of the failure could not be determined, the nature of the procedure and, the level of clearance between the catheter and the wire can be contributing factors in this failure type. Corrective measures have been taken to eliminate the potential for reoccurrence of failures of this type. A smaller diameter guide wire is now being provided with the catheter kit. Other, measurements taken, x-ray, device history record reviewed, device from a different lot was tested. Results: other, dimensionally within specification.